Event description:
It was reported that during a bankart repair the physician was utilizing a speedstitch suturing device and needle cassette. When the speedstitch suture cartridge was inserted into the device the wings of the cartridge did not latch properly into the handle, consequently the cartridge would be pushed out approximately 2mm. Once the needle was engaged the cartridge would be pushed out an additional 2mm. This happened with a total of three suture cartridges. The procedure was completed using additional suture cartridges. The manufacturer was unable to confirm whether or not anything fell into the surgical sit, however, no patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available. Reference manufacturers report(s): 9019871-2012-00548, 00549, 00550, 00551.